Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The customer's reported problem was "wrong cassette" alarm. Inspection of the pump's event log showed evidence of reported problem. The customer's reported problem was confirmed following inspection, functional testing, and psi testing. Further investigation revealed a faulty downstream occlusion sensor. The cause of the problem was fluid ingression.

Event description:
It was reported that a cadd® cadd-prizm® vip pump experienced cassette alarm. No patient involvement or injury was reported.

Manufacturer narrative:
Additional information was received indicating this observation was noted during product testing and there was no patient involvement.